Event description:
The user fixated the navigation reference star to the pt's spine in such a way that it moved after it was referenced to the pt's anatomy. After placing a screw in the pt's spinal body using the brainlab spine navigation software, the user reported that the actual position of the screw deviated from its intended position. According to the user, there was no negative clinical effect for the pt. There was no quality or performance issue or malfunction of brainlab equipment.

Manufacturer narrative:
After placing a screw in the pt's spinal body using the brainlab spine navigation software, the user reported that the actual position of the screw deviated from its intended position. According to the user, there was no negative clinical effect for the pt. The user fixated the navigation reference star to the pt's spine in such a way that it moved after it was referenced to the pt's anatomy. Corrective and preventive actions: since there was no quality or performance issue or malfunction of brainlab equipment, there are no remedial actions intended by brainlab at this point of time.